Event description:
It was reported that during a generator changeout procedure, the atrial lead had exhibited high capture thresholds. The lead was capped and replaced at that time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.